Event description:
It was reported that the patient was in a car wreck and experienced device migration. The patient also experienced loss of pain relief in their back and legs due to device migration. The patient underwent a revision procedure to explant and replace the indirect decompression (ID) spacer. The patient was doing well postoperatively and has fully recovered. The explanted device was contaminated and will not be returned for device analysis.